Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after a diagnostic procedure. Reportedly, a cuff miss occurred. A second device was used with the same results. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
User error (pt selection) - device #2: proglide, lot # unk, indicated is being filed under a separate medwatch MFR number. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.